Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 482 mg/dl, 242 mg/dl, 134 mg/dl, 369 mg/dl at time of incident and current blood glucose was 465 mg/dl. Customer treated with insulin pump and manual injections for high blood glucose. The customer was assisted with troubleshooting. Customer reports the symptoms related to their high blood glucose such as frequent urination. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports auto mode was not active. Customer reports they had not contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.